Event description:
Further follow up information received reported that the patient still had concerns with their device therapy but was working with their doctor and the manufacturer¿s representative. It was noted that the patient had not yet set up an appointment with the manufacturer¿s representative. If additional information is received, a follow up report will be sent.

Event description:
Follow up information received reported that the lead components of the ins system are only crossed or looped down by the ins battery which did not affect therapy. The patient was informed of this by the manufacturer¿s representative who had also worked with and did some teaching with them. It was noted that both their doctor and the representative met with the patient where they went over their care and what can be expected from the ins therapy. It was reported that the patient was receiving relief for what they are supposed to have. The patient had other medical issues (such as bowel obstructions) and had some medical knowledge which made it difficult at times to sort out their symptoms. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the patient reported that they had spasms in the stomach and pain/burning in the legs. The also stated that they were not getting therapeutic benefit (was implanted to help with leg and low back pain). The patient was on various pain medications but did not want to be "doped up" all the time. Further information received from the patient on (B)(6) 2016 reported that they met with the manufacturer's representative today but would like to meet again with them. They noted that they had met with a representative sometime between (B)(6) and the (B)(6) 2015 where they were put on program d. This seemed to work for about 8 months helping with the burning pain in the right leg but then the pain increased and the patient felt a stabbing in the left foot. The patient then confirmed they met with the representative sometime between dec-feb as the "leg was getting worse" and they did what they could. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they only had one program. The manufacturer's representative changed the program and the patient immediately felt what they felt at the trial. Follow up information received from the representative confirmed that they successfully reprogrammed the patient on (B)(6) 2016. The patient reported to the representative they had excellent coverage and pain coverage. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer stating their device was explanted on (B)(6) 2017 due to increasing pain and poor atlanta representative support, they searched other units and decided to go with a different company for a spinal stimulator. Patient's ins was removed however the leads were still implanted. Patient stated "rep gave up on her" and "the device was irritating her and not working for her" for the past 3 years. Patient had another manufacturer's ins implanted. Patient also seeked information on how to donate their recharger and programmer.

Event description:
A couple days later the company representative reported that they have seen the patient twice since the initial report. The company representative has not heard anything negative from the patient, "it should be satisfied."

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported that their lower lumbar pain was getting worse. This pain had been gradually getting worse since implant and their doctor prescribed them for an MRI with contrast. The patient was indicated for non-malignant pain.

Manufacturer narrative:
Concomitant products: product ID 97792, lot # n448539, implanted: (B)(6) 2014, product type accessory; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The trial phase of device testing was success and was 100% effective (¿hitting the ball right out of the ball park¿). The patient had 4 programs to try during the 2.5 day trial period and found that program d was the best program that covered all of their pain. The trial doctor was unable to implant the actual device and ever since the implant of their implantable neurostimulator (ins) the patient had been frustrated and had various issues. Follow-up is being conducted for clarification. Post-surgery the patient rated the therapy/device a 4 out of 10 because they were able to get off the morphine pain medications. However, the patient was still on nerve medication and now had an exacerbation of her abdominal spasms which they thought was due to the stimulation in their gut area. The patient also felt the stimulation on her left side, thigh and knee/leg (the device was implanted to help with severe pain in her right leg). The patient told her doctor about her issues 1 month ago. It was also reported that the manufacturer¿s representative has been at every programming adjustment session (5-6 times to date). It was noted that their stimulation sensation has moved somewhat with the programming adjustments but the patient only has 1 channel to work with instead of the 4 she had for the trial. The patient wanted the ¿d¿ program she had for the trial. An x-ray was done of her ins system 3 weeks ago and showed the leads were crossed and not parallel so the patient though that was why she was feeling the stimulation mainly in her gut and the stimulation was not going down to her right leg properly which was where she needed it. The patient has an appointment with her doctor next wednesday to discuss their issues and x-ray results at that time. There were no further interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.